Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02815. It was reported the patient complained of discomfort at her ipg site. The patient reported her ipg is tilted and easily moves in the pocket. The patient also stated she has painful heating while charging, and the heating makes her back hurt. A replacement le charging system was sent to the patient. It was reported the patient has an appointment with her surgeon to discuss a possible pocket revision. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.